Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens jammed in the injector leading to prolonged surgery. A back-up lens was implanted successfully during the original surgery session. There was no injury.impact to the patient as a result of the event. The device has not been returned to rayner, the rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the lens getting stuck in the injector.

Event description:
On (B)(6) 2024, rayner received notification from a healthcare facility in germany o an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the lens got jammed in the injector leading to prolonged surgery.